Manufacturer narrative:
All available information was investigated, and the reported inability to straighten in the minus direction was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to straighten in the minus direction is related to a loose screw in the handle. The observed loose screw in the handle was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) was prepared for use. However, just before inserting into the vein, when trying to apply the minus on the tsgc, it would not work. It was noted that the tsgc would turn but would not straighten. Therefore, the tsgc was removed and replaced. A new tsgc was inserted, and the procedure was continued. Two triclip xtw clips were implanted, reducing the tr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.